Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 155 mg/dl. The customer reverted to manual injections for insulin therapy.